Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the check vent: backup alarm failed" alarm occurred. There was no patient involvement.

Manufacturer narrative:
Further investigation confirmed the reported backup alarm failure issue. The entire ventilator was returned to the fi laboratory for investigation of the reported issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This piezo buzzer ls1 was failing intermittently due the piezo¿s insulation resistance was out of specification.